Event description:
Per the clinic, the patient experienced swelling and a skin flap infection at the implant site, and was treated with oral antibiotics (specific date and duration not reported). The patient also underwent multiple fluid drainage procedures; however, the issue did not resolve. Subsequently, the device was explanted on (b)(6) 2026, but it is unknown if there are plans to reimplant the patient as of the date of this report.